Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product for the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 60-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the patient was placed on impella cp support after the patient went into ventricular tachycardia arrest. Electrocardiogram (EKG) showed congenital heart block with heart rate in the 40s and inferior st-segment elevation myocardial infarction and cardiac output response to stress had indicated the dominant proximal left circumflex artery was blocked. The patient developed bleeding at the impella cp insertion site. Oozing from all femoral access devices had started overnight with decreasing observed over the morning. The patient had bicarbonate in purge started and systemic heparin was being withheld waiting on activated partial thromboplastin time. When the peel-away sheath was removed, there was still sluggish flow down the superficial femoral artery, so an external fem-fem bypass was done using 6f 5f system. Doppler pulses in either leg was still unable to be obtained. The impella cp was successfully explanted, however, it was not explanted early. The patient remained on cp support for two additional days.